Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the port. This was noticed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo samples were received for evaluation. A visual inspection of the photo samples was performed, and a separation between the tubing and second y-site clearlink was observed. A visual inspection of the returned sample was performed, and a separation between the tubing and the second y-site clearlink was observed. There was a lack of solvent during the examination of the tubing. The solvent does not apply uniformed in the tubing. Dimensional test was performed at the tubing and y-site housing, and the device was according to specifications. The reported condition was verified. The root cause was determined to be from improper manual assembly due to a lack of solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.